Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service. The representative called the operator later and verified that all was well and they were using the proper storate and retrieval methods.

Event description:
It was reported that the system 9600emi would not display the proper cine run after storage. There was no adverse patient involvement reported. There was not patient information reported.